Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: the complaint could not be duplicated during investigation. There were no rewind errors observed in the pump's black box history. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.